Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had helium leak occurred. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1 (initial reporter, event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse observed helium leak and isolated to pneumatic connection on union to helium gauge. Adjusted helium connections and corrected leak. Leak at 5 minutes was 4psi. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a